Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator's control and monitoring printed circuit boards were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator's control and monitoring printed circuit boards were contaminated with water. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leak test, pressure transducer test and flow transducer tests. Further investigation revealed that control and monitoring printed circuit boards were contaminated with water and needed to be replaced. No more info provided. However, customer did not accept the quote for replacement of defective parts. Moreover, device logs were not provided. Therefore, no root cause can be established, however most likely usability issue. Additional liquid protection solutions was implemented for units with serial numbers above (B)(6) (for servo-I).

Event description:
Manufacturer's ref. #: (B)(4)